Manufacturer narrative:
(B)(4) guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire approximately 1.8cm. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. No evidence of corewire fractured. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in the bile duct during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the jagwire guidewire encountered difficulty advancing while it was introduced in the bile duct. The guidewire was removed and it was noticed that the hydrophilic tip was detached exposing the tip of the metal corewire. No part of the device detached inside the patient. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in the bile duct during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the jagwire guidewire encountered difficulty advancing while it was introduced in the bile duct. The guidewire was removed and it was noticed that the hydrophilic tip was detached exposing the tip of the metal corewire. No part of the device detached inside the patient. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.